Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery. The physician advanced a 12mm x 1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 10atms and ruptured on the first inflation. The physician was unable to dilate the lesion so the patient was moved to another hospital. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified a pinhole leak during an attempt to inflate the balloon. The leak was present over the proximal edge of the markerband. A detailed examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery. The physician advanced a 12mm x 1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 10atms and ruptured on the first inflation. The physician was unable to dilate the lesion so the patient was moved to another hospital. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.